Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to no delivery caused by pinched site. Customer's blood glucose was 436 mg/dl. Customer was able to give a bolus delivery to treat high blood glucose. Customer declined troubleshooting for high blood glucose due to knowing what caused it.